Event description:
It was reported that the image intensifier tube cover on the 8800 system fell from its mounting. There was no procedure taking place at the time the incident occurred and no injuries were reported.

Manufacturer narrative:
A ge service rep preformed an on site investigation. The image intensifier tube cover was glued back into place. The system was tested and found to be working as intended and put back into service.